Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2014. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).